Event description:
Reporter contacted MFR via refund request. Stated pt was suffering recurring corneal ulcers and decided to stop wearing contact lenses. Wanted a refund for unopened boxes of product. No other info with regard to the incident has been provided. It is not known which eye was involved in the incident or whether both eyes may have been involved. It is not know if the pt has suffered any permanent impairment or damage from the incident or what medical treatment, if any, was provided.

Manufacturer narrative:
MFR attempted to obtain more info. In further communications, the reporter stated the problems the pt was experiencing were not related to any particular brand or type of contact lens. Only wanted to return product for refund as pt had decided to stop wearing contact lenses. Reporter declined to complete standard info request form used by MFR. Two unopened boxes of lenses were returned which were all of the lenses recently ordered by the ecp for this pt. These two lots of lenses are not involved in the incident. The lot number(s) of the actual product involved in this incident is unk. The two lot numbers received are 200825252b and 200994787f. Eval: a review of the lot history records for the two unrelated lot numbers was performed and no quality issues were identified. The lots met all final release criteria. This is the first complaint received for both lots. A 12-month history of the omafilcon 60 asphere lens has been reviewed and no other complaints of corneal ulcer have been received for this product during that time. Eval code: based on the MFR's investigation and the info provided, no causal relationship between the lenses and the incident has been established. This is being reported as recurring corneal ulcers of unk origin with no causal relationship established between the incident and the medical device.